Event description:
A customer reported the technician left the setting on five minutes and the customer did not change the cycle time to ten mins. The tank temperature was under 25 degrees celcius and the unit used cidex opa solution. There has been no reports of pt injury.